Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was intermittent image lost. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: a visual and functional test was carried out on the endoscope. The handle and the housing shows signs of wear. The vertebrae have broken rivets. The image shows anomalies (stripes periodically). Video plug have wearing marks. The error described by the customer " intermittent image lost" could be confirmed. The cause of the image failure is due to the overloading of the vertebrae, which caused the sensor cable to break, resulting in intermittent image loss. For this reason, a user misuse error is to be assumed which led to the missing image. The event is filed under internal karl storz complaint ID: (B)(4).